Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer does not print out. It was also reported a printed circuit board test failure occurred. The failure is related to the led (light emitting diode) control output which controls led function on the rf (radio frequency) head. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, a printed circuit board assembly found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.